Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log related to evt_battery_not_charging_fault. The device's detachable battery has to be replaced to address the issue. Internal battery, muffler, air foam inlet filter have to be replaced due to the preventive maintenance procedure.